Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6). This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of patient made mistake / touch contamination, did not clean the exchange area before starting pd and peritonitis coincident with dianeal unknown and dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal unknown and dianeal pd4 ambuflex (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient experienced peritonitis. Upon a follow up call, the nurse stated that on an unreported date, the patient experienced patient made mistake / touch contamination and did not clean the exchange area before starting pd. The patient was not wearing a security band and carried his catheter in his pants. On (B)(6) 2011, the patient experienced peritonitis. Treatment information was not reported. Dianeal therapy was ongoing. On an unreported date in 2011, the patient recovered from the peritonitis. The outcome for the events of patient made mistake / touch contamination and did not clean the exchange area before starting pd were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of patient made mistake /touch contamination and did not clean the exchange area before starting pd.